Event description:
It was reported that the jelly packets were found broken open immediately after opening the kit package.

Manufacturer narrative:
The reported event was confirmed. The evaluation confirmed that a tear on the jelly packet caused the jelly leakage. How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[storage method and expiration date] storage: store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date: indicate on the direct package and the outer box".

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the jelly packets were found broken open immediately after opening the kit package.